Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ablation of the right inferior pulmonary vein using the pulse select catheter, a catheter array inversion occurred. The guidewire could no longer be pulled forward or backward and remained stuck at the tip of the catheter. Upon removal of the loop catheter, the guidewire broke off in the handle of the flexcath contour sheath and remained stuck there, resulting in damage to the sheath. The sheath and loop catheter were replaced. The procedure was successfully completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012726953 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, the distal arm pebax tube was observed to be pinched. On the spiral array segment, a dent mark on the tip was observed. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. In conclusion, the reported issues (array inverted and catheter/guidewire compatibility) were not observed or reproduced during testing and analysis. The catheter failed return inspection due to the distal arm pebax tube was pinched and a dent mark on the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.